Manufacturer narrative:
Investigation ¿ evaluation: a representative of tailan nanjing med. Tech. Co. (China) reported on 06jun2023 that there was an incident with a ngage nitinol stone extractor (rpn: nge-017115, lot number 15164814). The user detected the basket device could not be advanced into an endoscope and found the distal end of basket could not be closed completely. No adverse effects were reported. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One ngage nitinol stone extractor was returned in an open marketing carton labelled with lot 15164814, with no other packaging. The sheath is curved, likely due to customer repack (the device without its packaging tray). The extract was tested and the handle actuates basket formation, which fully opened and closed. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 15164814 recorded no nonconformances relevant to the reported failure mode. A database search for complaints on the reported lot found no additional complaints reported from the field. The evidence from the complaint file, device history record, complaint history, quality control documents and complaint device analysis indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Cook also reviewed product labeling. The product IFU, t_shef_rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, the basket from an ngage nitinol stone extractor would not close completely resulting in the device unable to be advanced in the endoscope. Another device of the same type was used to complete the procedure. The patient did not experience any adverse effects.

Manufacturer narrative:
E1: address = line 2: (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.